Event description:
It was reported that the patient¿s vns generator was replaced on (B)(6) 2013. The patient was scheduled to have his vns generator programmed on by the physician on (B)(6) 2013. Attempts to return the explanted product has been unsuccessful to date.

Event description:
It was reported that the patient had increased seizures and was experiencing a change in seizure patterns. The vns generator was also reported to be at end of service. A battery life calculation was performed for the patient's vns generator and was found at 0.84 years till end of service. Attempts to contact the physician have been unsuccessful to date.